Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the foot pedals and the system functioned properly. The complaint was confirmed based on the field evaluation. Isi has not received the footrest pedal energy involved with this complaint as of the date of this report. A return material authorization (RMA) was issued to evaluate the isi device. The probable root cause cannot be determined based on the information provided and field evaluation.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the clinical sales representative (csr) reported that the surgeon experienced issues with the switch pedal not switching arms correctly. After the case, the csr docked the system for troubleshooting and found that the issue occurred approximately every fifth pedal press. The csr elected to swap out the surgeon side console (ssc) for the next case and planned to move the affected console (serial number (B)(6)) out behind the operating room (or) and tag it. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the clinical territory associate (cta) and obtained the following additional information on 06-jan-2026: both customers continued with surgery robotically without switching between instruments in the hand with two installed. No conversion, or additional ports were necessary. I do not have access to patient demographics unfortunately.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the footrest pedal energy involved with this complaint to perform failure analysis, and the complaint was confirmed. Upon visual inspection, no issues were found that could be attributed the reported event. However, peeling foot sensor covers were observed. The unit was installed in a known good system and underwent ten power cycles without any errors being triggered. However, when the footrest was operated in normal mode with instruments, the switch pedal's function engaged intermittently when pressed, compared to the other pedals. The root cause is attributed to an intermittent issue with the switch pedal function.